Manufacturer narrative:
(B)(4). Please reference journal article at: htttp://www.ncbi.nlm.nih.gov/pubmed/26130277. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. The journal article states that a frontal inclination of the tibial resection was performed orthogonal to the proximal tibial epiphyseal axis (ptea), which was pre-operatively determined, in order to restore the correct obliquity of the joint line. However, this ptea technique is not mentioned in the zimmer unicompartmental high flex knee mi lateral surgical techniques brochure. Also, the journal article states that "in the sagittal plane, the tibial slope was set according to the pre-operative value; however, at not more than 10 degrees." However, the surgical technique states that the zimmer unicompartmental high flex knee system is designed for an anatomic tibial position with a 5 degrees posterior slope, or even less especially in the lateral compartment. Per the unicompartmental knee package insert, progressive disease in the opposite compartment is a known adverse effect of this procedure. Despite the deviation in the surgical technique from that recommended by the implant manufacturer, this deviation is likely not the root cause of the osteoarthritis progression since it was observed in only 1 out of 136 ukas. Therefore, a definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to progression of osteoarthritis.